Manufacturer narrative:
(B)(4).

Event description:
The physician delivered the resolute integrity drug eluting stent, inflated to 5 atm and pulled the balloon back. It was reported that the stent was then stuck to the balloon. The physician pulled the device back into the delivery catheter but could not get through the sheath. The case resulted in surgical intervention to remove the device. No patient complications. The patient was reported to be fine.

Manufacturer narrative:
Evaluation results: deformation problem; related to operational context ¿ removal difficulties are most likely procedural related. Evaluation conclusion: related to operational context ¿ removal difficulties are most likely procedural related. (B)(4.

Event description:
Evaluation summary: the device was returned inside a guide catheter. It was not possible to remove the device from the guide catheter. An attempt to cut the guide catheter in order to remove the device resulted in further damage to the device with the distal tip becoming stretched. The device was soaked in a 37 degree celsius waterbath for 48 hours; however, it was not possible to remove the device from the guide catheter. The balloon was still partially inflated and the stent was not returned. There was no damage or stretching evident on the balloon or balloon bond. The hypotube had numerous kinks present.